Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that, "an event was reported to baxter united kingdom on 04-may- 2026 via email to intake specialist pharmacovigilance. The products involved were compounded syringe (product code: unknown) with lot number details mentioned below: - lot number: 2nl01wig0; quantity: (B)(4) and syringe (lot number: 261324, quantity: (B)(4) derived from audit log. - lot number: 2oa14vod0; quantity: (B)(4) and syringe (lot number: 261794, quantity: (B)(4) derived from audit log. -lot number: 2oa21brt1; quantity: (B)(4) and syringe (lot number: 261324, quantity: (B)(4) derived from audit log. - lot number: 2ob021cl0; quantity: (B)(4) and syringe (lot number: 261324, quantity: (B)(4) derived from audit log. - lot number: 2ob04kan0; quantity: (B)(4) and syringe (lot number: 261324, quantity: (B)(4) derived from audit log. -lot number: 2ob24uuco; quantity: (B)(4) and syringe (lot number: 261324, quantity: 1) derived from audit log. An event occurred during use on an unknown date. Reporter stated that they have received a spontaneous report regarding a few patients receiving mentioned product experiencing bad blepharitis, no specifics yet. We have received a report with compounded batch numbers: 2oa14vod0 2ob24uuco 2nl01wig0 2oa21brt1 2ob021cl0 2ob04kan0 there was patient involvement. Adverse event as bad blepharitis. Sample would not be available for an evaluation. An email was received from compounding site on 18-may-2026 stated that this complaint will be closed as adverse event reported - drug complaint".